Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No replace battery now alarm noted during testing or in the pump trace download. Unit alarmed pump error alarm (variable 3) during selftest and confirmed in the pump history due to broken traces on u1 keypad assembly. Unit received with corroded battery tube, cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, stained keypad overlay, missing display window cover, cracked retainer, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery alarm. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.